Event description:
It was reported that a dissection occurred. A percutaneous coronary intervention was performed on a right coronary artery (rca). Following predilation with a maverick 2 balloon, a 32 x 2.75 promus premier select stent was deployed in the mid rca at nominal pressure, at 11 atmospheres. Post deployment, an angiogram was performed under different views and confirmed a distal edge dissection in the distal part of the stent. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported. Post procedure the outcome was reported to be good, and the patient was stable.

Event description:
It was reported that a dissection occurred. A percutaneous coronary intervention was performed on a right coronary artery (rca). Following predilation with a maverick 2 balloon, a 32 x 2.75 promus premier select stent was deployed in the mid rca at nominal pressure, at 11 atmospheres. Post deployment, an angiogram was performed under different views and confirmed a distal edge dissection in the distal part of the stent. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported. Post procedure the outcome was reported to be good, and the patient was stable. It was further reported that the 90% stenosed target lesion was located in the moderately calcified and mildly tortuous rca. No other devices were used to help deliver the stent to the lesion site. There were no issues with stent deployment. The balloon inflated without issue and the stent fully deployed.